Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's keypad was unresponsive. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.